Manufacturer narrative:
Technical investigation of log files indicates that a udp socket timeout occurred. It is a design defect recorded as a software bug.

Event description:
The arm was driven to the position and locked. As the surgeon tried to retract it in axial slow, the arm disconnected and a communication error popped up on the screen. The rosa was shut down, restarted, driven to home and the surgery continued. The patient was on the bed under anesthesia. There was only a 5 minute delay and the accuracy was not affected.